Event description:
Per the clinic, the patient expired due to (B)(6) (date not reported). Additional information has been requested but has not been made available as of the date of this report, august 21st, 2012.

Manufacturer narrative:
After multiple attempts made to obtain additional information, the health care provider was unable to provide further information. This report is filed (B)(4) 2013. Patient expired.

Manufacturer narrative:
(B)(4).